Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077627) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("unexplained weight gain"), abdominal distension ("bloating"), dysmenorrhoea ("painful periods"), uterine polyp ("polyps in uterus"), polycystic ovaries ("ovarian cysts") and allergy to metals ("allergy to cobalt"). The patient was treated with surgery (total hysterectomy and tubes removal scheduled for 2018). At the time of the report, the menorrhagia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dysmenorrhoea, uterine polyp, polycystic ovaries and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, dysmenorrhoea, fatigue, menorrhagia, polycystic ovaries, uterine polyp and weight increased to be related to essure. The reporter commented: consumer mentioned required intervention as event outcome, however she did not specify it. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The case was initially received via regulatory authority (FDA, reference number: mw5077627) on 11-jun-2018. The most recent information was received on 31-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("unexplained weight gain"), abdominal distension ("bloating"), dysmenorrhoea ("painful periods"), uterine polyp ("polyps in uterus"), ovarian cyst ("ovarian cysts") and allergy to metals ("allergy to cobalt"). The patient was treated with surgery (total hysterectomy and tubes removal scheduled for (B)(6)). At the time of the report, the menorrhagia, arthralgia, alopecia, fatigue, weight increased, abdominal distension, dysmenorrhoea, uterine polyp, ovarian cyst and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, dysmenorrhoea, fatigue, menorrhagia, ovarian cyst, uterine polyp and weight increased to be related to essure. The reporter commented: consumer mentioned required intervention as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.